Event description:
Approx 3 weeks after implant the lead site became infected. The pt was treated with intravenous antibiotics. About 1 month later the lead site started oozing. It was also reported that the pt had an allergic reaction. The pt felt shocking. She was seen in clinic. Implantable neurostimulator interrogation revealed high impedances on electrode 0, 5, 6, 7, and 12. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).